Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. This device is not sold in the us. A similar device is sold in the us.

Event description:
It was reported that during insertion the tip of the catheter was flat. Due to this, it was not possible to advance the catheter through the spring wire guide. A new puncture site was needed.

Manufacturer narrative:
(B)(4). A 3-lumen catheter marked 7fr x 20cm on the juncture hub was returned for evaluation. Microscopic examination revealed that approximately 2mm of the end of the catheter tip was depressed on one side. The graphic for the finished kit was reviewed and showed that the tip of the catheter is adjacent to the flange on the straightening tube on the guide wire advancer. Comparison of the depression on the tip with the flange of the straightening tube indicates the depression was caused by contact with the flange of the straightening tube. A 0.032 diameter guide wire experienced abnormal resistance when inserting it into the tip of the catheter. The lot number was unknown; therefore, a device history record (DHR) review was performed on the catheter based on the sales history of the customer and did not reveal any manufacturing related issues. Other remarks: the report that the tip of the catheter was flat was confirmed by examination of the returned sample. Approximately 2mm of one side of the tip was depressed. Reviewing the finished good graphic revealed the catheter tip can be in contact with another component in the kit. Nonconformance request (B)(4) was initiated to further investigate this issue. The issue will be addressed through (B)(4), which changes the position of a component in the kit. The reported complaint lot was packaged prior to the initiation of the eco. The probable cause of this issue is the design of the component layout in the tray.

Event description:
It was reported that during insertion the tip of the catheter was flat. Due to this, it was not possible to advance the catheter through the spring wire guide. A new puncture site was needed.